Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp installed a replacement power management (pm) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the authorized service provider (asp) confirmed repair is pending receipt of the necessary part. The part is currently unavailable. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (power management (pm) printed circuit board assembly (pcba)) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator would not turn on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the device would not power on. The amber power light emitting diode (led) illuminated, and the power supply indicated 24vdc (volts direct current) at j1 connector. The power management (pm) printed circuit board assembly (pcba) was recently replaced. The rse advised the customer to take measurement at j1 connector of pm pcba to determine if 24vdc is present, if no voltage then replace power supply to correct, customer acknowledged. The customer bme reported the power supply indicated the 24vdc was present at j1 connector. The bme requested pm pcba rework under the 90-day warranty to possibly correct issue.